Event description:
There was an allegation of a questionable ureal (urea) result from the cobas 8000 c702 module. The initial result was 7.3 mg/dl. Since the result did not correlate with the creatinine result, the sample was repeated. The repeat result on another cobas c702 analyzer was 54.8 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 80451001. The expiration date was not provided. The qc results were within the acceptable ranges. Therefore a general reagent issue was excluded. The field service engineer checked the analyzer, performed cell wash and cell blank, changed the incubation water, and cleaned the sample and reagent probes. Precision testing was performed and passed. The investigation determined the service actions resolved the issue.